Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated the buttons were not responding and that the numbers were scrolling when inputting carbohydrates into the insulin pump. The customer's blood glucose was 120 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected display anomaly was noted. No blood glucose value could be transferred to the insulin pump due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.